Event description:
It was reported that a patient presented to the hospital with syncope. Upon device interrogation the right ventricular lead exhibited high impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition.